Manufacturer narrative:
An internal biomérieux investigation was performed. Information was provided from the following instruments: vitek ms results : haemophilus influenzae for seven instruments in (B)(6): (B)(6) lab1 (serial (B)(4)). (B)(6) lab2 (serial (B)(4)). Biomérieux lab (serial (B)(4)). (B)(6) (serial (B)(4)). (B)(6) (serial (B)(4)). (B)(6) (serial (B)(4)). (B)(6) (serial (B)(4)). The (B)(6) customer confirmed identification using another mass spectrometry system (bruker) and obtained haemophilus haemolyticus. No information was been provided for the other systems. Culture conditions : for tests performed at biomérieux lab = cos agar, incubation 20 hours. For other sites, no information was provided. *conclusion on the system status: the instrument s/n (B)(4) (internal biomerieux system) was fine-tuned just before the test. For the other instruments, the number of ecal mzml files provided was not sufficient to analyze the system status (lower than ten files). However, as the issue is observed on several systems, including one system recently fine-tuned, it is possible to suppose that the issue is not linked to the fine-tuning of the vitek ms system. *conclusion on the identification: regarding the information provided, the most probable identification is haemophilus. Haemolyticus (external quality control : (B)(6) eqa program). There is a system limitation in the knowledge base user manual vitek ms v3.0 reference : 161150-556 -b regarding haemophilus haemolyticus : "organisms with lower accuracy of identification- confirm identification of these organisms with an alternate method".

Event description:
Biomérieux was notified of multiple customers in (B)(6) obtaining misidentification results for an eqa program when testing the (B)(6) quality strain with the vitek® ms instrument (ref 410895). According to local customer support, the strain was identified as haemophilus influenzae by all vitek ms users. (B)(6) released that the correct identification was haemophilus haemolyticus. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health.